Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on 04/16/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings:visual inspect confirms keypad button cover is intact to the base with no evidence of peeling. Testing confirms all keypad buttons are responsive. Removed keypad cover to check the condition of all key contacts and there was contaminations under all key contacts. Visual inspection confirms all keypad buttons symbol on the cover were worn / illegible. Unrelated to the complaint, the display lens was scratched. (B)(6).